Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a normal device exchange procedure. Fluoroscopy revealed that the right ventricular lead exhibited externalized conductors. Prior to explant the device and the right ventricular lead were interrogated and all values were within range with no indications of externalization. The rv lead was successfully explanted and replaced. The patient did not experience any issues during or after the procedure.

Manufacturer narrative:
Final analysis found a partial lead returned in two pieces. External insulation abrasion was noted from 13.4 cm to 13.8 cm from the connector pin and from 42.1 cm to 42.7 cm from the distal tip, consistent with friction against the device can. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted from 13.3 cm to 17.6 cm from the distal tip. The etfe coating was intact at this location. All other damage found was sustained during surgical procedure.